Manufacturer narrative:
(B)(4). The exact occurrence date is unknown, however the event occurred on an unknown date in (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: MFR date: may 25, 2012 - may 29, 2012. A batch review was performed, and no issues were noted. Product met acceptance criteria for release. Evaluation summary: the device was received for evaluation. Visual inspection revealed a tiny black speck approximately 1.2mm in size located on the outer surface of the tubing. The speck was not in the fluid path. The reported condition was confirmed. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that there were black particles on the coiled tubing of a large volume folfusor. This was noted before filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.